Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pioneer controller was involved in an event where a controller fault alarm was triggered due to the internal battery reaching the end of its life. The controller was replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ventricular assist device (vad) exhibited high power and electrical fault alarms. Also, a second con troller exhibited unexpected loss of power. The vad and the controller remain in use.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿ pump d4: model #: 1104/ catalog #: 1104/ expiration date:31-jan-2018 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 31-jan-2016 h5: yes d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date:31-aug-2025 /serial or lot#: (B)(6), d9: no. H3: no. H4: mfg date: 27-aug-2024 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed two (2) controller fault alarms logged on (B)(6) 2025 at 08:06:11 and at 12:14:19, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) revealed one (1) controller power up event with an associated motor start event logged (B)(6) 2025 at 14:19:54, indicating a loss of power to the controller. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2024. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during a controller exchange. Analysis of the event log file revealed that the date, patient ID, vad ID, and speed were set prior to the initial power-up event and the motor start event. Review of the alarm log file also revealed one (1) electrical fault alarm and one (1) high watt alarm were logged on (B)(6) 2025. The electrical fault alarm was logged at 17:19:27 due to an over current condition in the front resulting in the vad running on a single stator (rear-stator only). The subsequent high watt alarm logged at 17:19:28 was indicative of the increased power consumption associated with the vad running on a single stator. Log file analysis also revealed that two (2) reactivation events were logged on (B)(6) 2025 at 17:19:23 and at 17:19:27, due to an over current condition detected on the front stator. As a result, the reported controller fault alarm, electrical fault alarm, high power and controller loss of power events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the controller loss of power event can be attributed to a controller exchange, as described in the event details. The most likely root cause of the reported electrical fault alarm, high watt alarm and observed reactivation events can be attributed to a short circuit within the driveline cable, likely due to wire and/or connector damage. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: vad d4: (B)(6) h3: yes d1: controller d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.